Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) inspected the drawer on the auxiliary station and found that it was not fully ejecting. The fse loosened and readjusted the screws on the drawer to allow for proper release. After adjustment, the drawer opened correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient, but user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.